Event description:
It was reported (in writing) on medwatch 3500a form that "trimedyne omni switchtip laser - side firing - handpiece smoldered and melted during use while surgeon holding in his hand. Melted above his hand." The boxes "product problem" and "required intervention to prevent permanent impairment/damage" were both checked. It was also reported (in writing) in a separate report that "handpiece melted during procedure." In this report, there was no death or serious injury involved, the device was resterilized using sterrad, and was used at a power setting of 60 watts, 5 hertz, 1.5 joules. Neither report provided specific information that would indicate that any injuries resulted from the use of the device mentioned herein. The above information is documented as reported to trimedyne.